Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return device.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: event; the device got stuck, please provide detailed information on the sequence of events leading up to the stuck; after completing treatment of the lspv and lipv, the guidewire was pulled to move to the rpv, but it became completely immobile. [?]please provide the physician's opinion regarding the cause of the stuck event; since the catheter was pulled from the pv into a more open space before pulling the guidewire, the likelihood of tissue entrapment is considered low. It is though that the issue occurred between the guidewire and the valve inside the farawave. [?]please describe in detail how the stuck condition was resolved; the device was stuck, and movement could not be confirmed even when checking insertion and withdrawal outside the body. Therefore, both the farawave 2.0 nav 31 mm and the starter were replaced with new ones. [?]were any other catheters inside the heart at the time the stuck occurred; aqunav and a beeat 6f cs catheter were in the right atrium. Was the orion catheter used at the same time; no [?]if q6 is "yes", where was the orion positioned?; [?]if q6 is "yes", was the orion still deployed?; [?]please provide the size and name of the sheath used at the same time; faradrive lot cl14348 infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used: yes, yes, farastar 4.1.4 ablation catheter used other used. Event date: 2025-11-10. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The guidewire was returned still in its farawave device. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and the coil and ribbon are welded at the distal weld. - the guidewire was returned stuck in the farawave device it was used with. It could not be removed from the farawave without further damage occurring to the guidewire and/or device. 33cm of overstretched coil was exposed on the distal end, and 167cm was exposed on the proximal end of the guidewire. - the guidewire was kinked approximately at 20cm and 34cm from the proximal end. - the fractured portion of the ribbon behind the distal weld was visible, it had fractured just at the weld. The proximal side of the fracture was not visible as it was retained inside of the farawave device. - there was evidence of necking at the visible ribbon fracture point, suggesting that this fracture is due to tensile overload. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. The coils adjacent to the proximal weld were stretched for two wraps. - no other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". (B)(6) medical is unable to determine the exact cause for this incident. (B)(6) medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the device got stuck, please provide detailed information on the sequence of events leading up to the stuck; after completing treatment of the lspv and lipv, the guidewire was pulled to move to the rpv, but it became completely immobile. Please provide the physician's opinion regarding the cause of the stuck event; since the catheter was pulled from the pv into a more open space before pulling the guidewire, the likelihood of tissue entrapment is considered low. It is though that the issue occurred between the guidewire and the valve inside the farawave. Please describe in detail how the stuck condition was resolved; the device was stuck, and movement could not be confirmed even when checking insertion and withdrawal outside the body. Therefore, both the farawave 2.0 nav 31 mm and the starter were replaced with new ones. Were any other catheters inside the heart at the time the stuck occurred; aqunav and a beeat 6f cs catheter were in the right atrium. Was the orion catheter used at the same time; no if q6 is "yes", where was the orion positioned?; if q6 is "yes", was the orion still deployed?; please provide the size and name of the sheath used at the same time; faradrive lot cl14348 infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used: yes, yes, farastar 4.1.4 ablation catheter used other used. Event date: 2025-11-10. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.